Manufacturer narrative:
The device remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received 12 inappropriate shocks which resulted in tachy therapy exhuastion. Programming changes were made to the device. No adverse patient effects were reported.